Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead's threshold increased from 0.6 volts at 0.4 milliseconds at time of implant to3.4 volts at 0.4 milliseconds. This rv lead was explanted. No additional adverse patient effects were reported.